Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24jul2019. Technical support (ts) advised the customer to power cycle the unit in ventilator mode, causing the sensors to reset. Ts indicated that if the air sensor still fails upon re-entering the pneumatics, then the air/o2 flow sensor assy needs to be replaced. The customer replaced the air/o2 flow sensor assembly to resolve the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the air flow accuracy test failed during the performance verification test. There was no patient involvement.